Event description:
It was reported that an implant was removed three months after functional loading, due to an intraosseous fracture.

Manufacturer narrative:
Though this event is the result of user error, a serious injury occurred. Therefore, this event meets the criteria for reportability.